Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition "pump does not infuse at all at low rates". Evaluation was unable to reproduce the reported symptom. Evaluation sent the device for flow rate accuracy test at a rate of 40 (ml/hr), results are as followed: delivery rate of 40 (ml/hr) with a vtbi of 40 (ml) with a delivery result of 40.318 (ml) with error % of (B)(4) which is within specification. The event history log was reviewed for the reported event date. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum iq infusion pump under-infused. While micu (medical intensive care unit) a patient was receiving an infusion of levophed. The levophed was titrated over an unspecified amount of time; however, per the reporter the parameters changed ¿multiple times¿ from 45mcg/minute, rate 43.2ml/hour to 50mcg/minute, rate 46.9ml/hour. No occlusion alarms were triggered. During this time the patient was hypotensive. No further information was available at the time of this report.